Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital due to infection and vegetation on the lead. The lead was explanted due to infection and the patient was in stable condition throughout the procedure.